Event description:
Prior to surgery a foley catheter was inserted into a fistula, saline inflated the balloon. The surgeon attempted to deflate said balloon but wasn't able to. The catheter had to be cut to deflate so that it could be removed. Boardex all-silicone foley catheter ref: 165814, lot: ngeu3308.